Event description:
Delays in procedure- 2 fluent management system sets did not engage with the system when plugged in. No patient harm. No additional supplies available in room. Different product requested. Manufacturer response for myosure fluent management system, fluent (per site reporter). Reported to manufacturer. Complaint/rga issued and defective products returned.